Event description:
Journal reference: broggi, et al: "deep brain stimulation as a functional scalpel." Acta neurochir suppl 2006, 99:13-19. The article reports on the results of a retrospective study involving the treatment of several drug-resistant neurological syndromes with deep brain stimulation (dbs). A total of leads were implanted in patients. A number of patient complications were reported as part of the study results. Four patients (four unk model leads) experienced permanent neurological deficts due to deep haemorrhage (one vim and three stn implants). Additional information on treatment and outcome was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.